Event description:
It was reported that during use with bd alaris¿ smartsite¿ needle-free valve the valve was clogged. Valve was replaced, patient impact has not been provided. The following information was provided by the initial reporter: valve to the product was stuck.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 23055041 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ needle-free valve the valve was clogged. Valve was replaced, patient impact has not been provided. The following information was provided by the initial reporter: valve to the product was stuck.